Event description:
It was reported that a one-link catheter extension set experienced a leak from the y-junction during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A simulated use test was performed in which the device was primed using the instructions on the device's label copy; the device failed this test. An underwater leak test was performed which identified a leak from between the tubing and luer lock. Clear passage testing was performed and passed. The reported condition was replicated with the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.